Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during fifth inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.